Manufacturer narrative:
The complaint will be investigated per procedure, upon completion the results of the investigation will be forwarded to the FDA via a follow up MDR.

Event description:
Noted upon assessment of catheter that the catheter was broken off a few centimeters from the insertion site. The patient received diagnostic imaging to locate the rest of the catheter and then transported to another facility for removal of the catheter. The patient received diagnostic imaging to locate the rest of the catheter and then transported to another facility for removal of the catheter.